Manufacturer narrative:
The field service engineer found gel on the tip of the sample probe, causing a possible partial blockage and replaced the sample probe. He fixed the screw that keeps the reagent probe in place as it was loose. Customer has not complained about further issues.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for glucose hk (gluc2), crpl3 c-reactive protein gen.3 (crpl3), ureal urea/bun (ureal), sodium (na), tp2 total protein gen.2 (tp2) and phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 6000 c (501) module. Patient 1 initial gluc2 result was 0.2 mmol/l with a data flag. The sample was repeated with a result of 0.2 mmol/l with a data flag. The sample was repeated again with results of 5.4 mmol/l and 5.5 mmol/l. The initial low results were reported outside of the laboratory. Patient 2 (male, (B)(6)) initial crpl3 result was 15.66 mg/l with a data flag. A result of 15.7 mg/l was reported outside of the laboratory. The sample was repeated 3 times with results of 40.96 mg/l with a data flag, 2.06 mg/l and 41.04 mg/l with a data flag. Patient 3 (male, date of birth (B)(6)) initial ureal result was 1.2 mmol/l with a data flag. The sample was repeated twice with results of 20.2 mmol/l with a data flag and 25.5 mmol/l with a data flag. This patient had an initial na result of 140 mmol/l. The repeat result was 132 mmol/l with a data flag. Patient 4 (female, (B)(6) years) initial tp2 result was 6.0 g/l with a data flag. The sample was repeated twice with results of 2.6 g/l with a data flag and 74.1 g/l. This patient also had an initial phos2 result of 0.69 mmol/l. The repeat was 1.64 mmol/l with a data flag. The questionable results were reported outside of the laboratory. The results were amended after repeat testing was completed. The phos2 reagent lot number was 449612. The expiration date was not provided. The tp2 reagent lot number was 456580. The expiration date was not provided. The ureal reagent lot number was 440336. The expiration date was not provided. The crpl3 reagent lot number was 452045. The expiration date was not provided. The gluc2 reagent lot number was 429098. The expiration date was not provided. The na cartridge lot number and expiration date were not provided.